Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: cholecystectomy detailed description of event: the product didn¿t well opened inside the abdominal cavity. When the surgeon cleaned the cavity at the end of the surgery, he found a string inside. Additional information received from applied medical representative via email on (B)(6)2022: there was no damage to the patient. The incident was the monday 11th of april during a cholecystectomy. Patient status: no damage to the patient. Type of intervention: unknown.

Manufacturer narrative:
The event unit returned to applied medical for evaluation. However, the complainant¿s experience could not be replicated or confirmed as the cord loop returned attached to the bag and no non-conformances were observed. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Name of procedure being performed: cholecystectomy. Detailed description of event: the product didn't well opened inside the abdominal cavity. When the surgeon cleaned the cavity at the end of the surgery, he found a string inside. Additional information received from applied medical representative via email on 15-apr-2022: there was no damage to the patient. The incident was the monday 11th of april during a cholecystectomy. Additional information received from applied medical representative via email on 11july22: I discussed with surgeon regarding this product this morning! The surgeon doesn¿t remember what's happened exactly, so it's difficult for him to give me more information. I can just confirm that the disposal returned is the disposal concerned by this cer. Patient status: no damage to the patient. Type of intervention: unknown.